Event description:
A facility representative reported a flo-gard infusion pump, which presented an f-94 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported. It was not reported whether or not a patient was involved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-94 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a low battery due to a damaged power cord. The power cord was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.